Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Based on the initial call's details, the most likely underlying root cause is: user had high glucose values.

Event description:
Customer complains of hi results. Customer stated she is not feeling well, customer states she is feeling dizzy, has blurry vision, thirst, frequently urinating and is sleepy. Customer was advised to seek medical attention immediately. Customer stated she will go to the hospital right away. Customer confirmed she was not alone, she stated she was with her husband, customer's husband was advised to take her to the hospital as soon as possible. Customer's husband agreed.